Manufacturer narrative:
The returned products were subjected to a detailed technical analysis and the corresponding product release documentations was reviewed to establish whether a deviation from the manufacturing processes could be the cause for the reported events. The technical investigation of all three instruments revealed large tears in the balloon surface, all three located at the distal ends of the distal radiopaque markers. Scratches were observed in close vicinity of all tears which have likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the product release documentations confirmed that the instruments were manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instruments were delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause could be determined. The root cause for the complaint events is most likely related to the patients anatomy.

Event description:
The passeo-18 balloon catheter was chosen for treatment. It was attempted to pre-dilate a moderately calcified lesion with 90 percent stenosis degree in the right sfa. The 1st passeo-18 was advanced to the lesion but could not further be inflated when the pressure reached 3 atm (filed separately). The 2nd passeo-18 balloon (complaint device) was used afterwards, but also ruptured. A 3rd passeo 18 was used and also ruptured (filed separately).